Event description:
Philips received a complaint by the customer on the v60 indicating that all rubber parts were deteriorating, and the bottom case had a broken screw that held the device to the stand. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Per previous good faith effort (gfe) response, all rubber parts were deteriorating, and the bottom case had a broken screw that held the device to the stand. At bench, the service engineer also found that the central processing unit (cpu) tray cover needed to be replaced as it was damaged and missing a foot nut. The investigation is ongoing.

Manufacturer narrative:
Philips is planning onsite repair for this device, and a new case will be created accordingly. Device evaluation and repair are still pending, and this investigation is still ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 26sep2025, no additional case was created for the repair of this device. The device was returned to customer unrepaired. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.